Manufacturer narrative:
(B)(4). The armada 18 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. In the absence of reported part number, UDI cannot be calculated. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the physician is not happy with the performance of the armada 18 peripheral dilatation catheter. It is less compliant, more ridged and not compatible with a 4 fr catheter. Resistance was noted during advancement of the armada into the sheath and resistance was noted during withdrawal of the armada into the sheath. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.